Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to high pacing thresholds. It was noted that the lead is a non-(B)(6) device. The lead was replaced with a (B)(6) device successfully. No adverse patient effects were reported. The lead was retained by the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5178036.